Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty electrical component on the radio frequency board also, unable to complete functional test due to a64 alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed a21 error test, displacement test, rewind, basic occlusion, occlusion, prime test, and excessive no delivery alarm test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of radio frequency pic failed self-test alarm from the insulin pump. The customer's blood glucose reading was 78 mg/dl. The customer stated that the alarm did not occur during the rewind sequence. The customer was advised to perform the rewind process again. The customer was advised to perform an easy bolus into the air. The bolus amount was recorded in the bolus history. The customer stated that the temporary basal was not programmed before the alarm occurred. The customer will be sent a replacement pump.